Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device and creases fold. Cloudy and bubbles in the gel observed after autoclave cycle. Creases are observed but have no relationship with manufacturing. No observed calcification in the device based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additional information noted: capsular contracture, baker grade IV. Presence of retrolingual cystic image (implant), with folds in lateral quadrants. The device has been explanted.

Manufacturer narrative:
Additional information: b5, d7, h6.

Event description:
Additional information noted: capsular contracture, baker grade IV. Presence of retroglandular cystic image (implant), with folds in lateral quadrants. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade unknown).

Event description:
Health professional reported left side calcification and capsular contracture, baker grade unknown. The device remains implanted.